Manufacturer narrative:
This is an inital report. Further updates will be made once the defective device is returned for evaluation.

Event description:
Henry schein inc - 123675 - oral surgery bur shank 5 - 1126804 - cround023sv - lot: 1503301 - the customer reports that a bur broke in a patient's mouth. It was removed with suction.

Manufacturer narrative:
Investigation was made on the manufacturing records for the informed lot number and no abnormality was find. As there are no parts to be tested, we're not able to find the root cause. Therefore, the complaint is considered unjustified. Email from customer confirming to samples will be returned for investigation attached.

Event description:
Henry schein inc - 123675 - oral surgery bur shank 5 - 1126804 - cround023sv - lot: 1503301 - the customer reports that a bur broke in a patient's mouth. It was removed with suction.